Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in a calcified superficial femoral artery. The armada 35 percutaneous transluminal angioplasty (pta) catheter was flushed and prepped before it was advanced to the lesion. When inflated, the balloon ruptured at 10 atmospheres. After the pta catheter was removed, it was noted there were pinholes in the balloon. A new non-abbott device was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.